Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g2, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device was punctured during explant (use error). The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture-use error: observed two openings device assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Healthcare professional additionally reported device was punctured during explant. The device has been explanted.